Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, noise, high ventricular rates, atrial fibrillation, supraventricular tachycardia and mode switch was noted on the right ventricular and right atrial leads. The patient was stable would continue to be monitored.